Event description:
It was reported that there was nonunion of the joint and the plate broke approximately 15 months post implantation. The broken plate was removed and replated.no further information was provided.

Manufacturer narrative:
(B)(4). D10. P53-103-l153, mtp plate 5deg revision plate lg lt. G2. S africa. The broken screw was confirmed broken based on the radiographic report provided. The nonunion put significant fatigue on the screw causing it to break was determined as the most probable root cause. Lot number was not provided; therefore, a device history review could not be performed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.